Event description:
A patient is pursuing a product liability claim. It was reported that the patient was implanted an unknown ncb plate on an unknown date. The patient underwent revision surgery on an unknown date due to breakage of the plate approximately 2 months after implantation.

Manufacturer narrative:
Additional information has been requested and is currently not available. Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer (B)(4) legal department is well trained and passes all information concerning the case to our complaint handling department. As soon as supplemental information becomes available an updated report will be submitted. No trend analysis could be performed as no item number is available. Event summary: it was reported that the ncb plate was broken after 2 months of implantation. Review of received data no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis no product was returned to zimmer biomet for in-depth analysis. The product location is unknown. Root cause analysis root cause determination using rmw: breakage of implant due to movement between implants leads to notching / fretting => possible, no devices were sent back for evaluation. No documents (surgical reports, x-rays) received for review. Breakage of implant due to inadequate implant design &material (fatique strength - lifetime of the device) not possible -> a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Breakage of implant due to chemical / galvanic / crevice corrosion of material => possible, as the device was not received this point caanot be excluded. Breakage of implant due to wrong interpretation of in situ device position and/or dimension => possible, no devices were sent back for evaluation. No documents (surgical reports, x-rays) received for review. Breakage of implant due to wrong interpretation of x-ray template for dimensions => possible, no x-rays have been received for review. Breakage of implant due to user perform inadequate force to the plate => possible, no surgical reports have been received for review. Breakage of implant due to user define incorrect placement of the spacers and plate => possible, it is unknown wheter spacers were used or not. Breakage of the implant due to user performes inadequete forces to the plate => possible, no devices received. It is possible that the user performed inadequate forces. Breakage of the plate, migration of the screw due to user choose a wrong angular direction for the screw => possible, no x-rays have been received for review. Breakage of the implant due to user perform improper handling of the plate during insertion => possible, no surgical reports have been received for review. Breakage of the implant due to wrong/ incomplete information about limitation and postoperative restriction => possible, no further detailed information received. Therefore this point cannoit be excluded. Breakage of the implant due to patient do not follow the postoperative protocol => possible, it is possible that the patient did not follow the post op protocol. Breakage of the implant due to patient do not follow the postoperative protocol => possible, it is possible that the patient did not follow the post op protocol. Conclusion summary it was reported that the ncb plate was broken after 2 months of implantation. Neither x-rays, operative notes, office visit notes, nor devices or photos of the affected implants were received; therefore the condition of the components is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. It is possible that the plate was broken due to overload or due to wrong patient behaviour. In conclusion, due to significant lack of information, it is impossible to determine an exact root cause for the breakage of the ncb plate. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer`s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted an unknown ncb plate on an unknown date. The patient underwent revision surgery on an unknown date due to breakage of the plate approximately 2 months after implantation.